Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it not providing ventilation output was confirmed. Ventec observed that its peep (positive end expiratory pressure) and vte (exhaled tidal volume) values all read 0 (low), and that the device was displaying both patient circuit disconnect and low inspiratory pressure alarms. Ventec replaced the blower to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues was the blower.

Event description:
It was reported to ventec that the device had no ventilation output. There were no reports of patient use associated with the reported issue.